Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site related to the ipg position. In addition, she was experiencing difficulty recharging her ipg.follow up information identified the patient underwent surgical intervention to reposition the ipg which resolved the issues.